Manufacturer narrative:
On (B)(6) 2019, mentor received the suspect medical device, and became aware that the implantation date was (B)(6) 2008. Device evaluation summary: according to the information, it was reported that the patient experience rupture on the breast implant. During evaluation the sample was found ruptured and received in 3 parts. Also a crease was found in the edges of the tear. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: , continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unknown mentor gel breast implant and experienced postoperative right-sided rupture, confirmed by MRI. As a result, the patient underwent explantation and replacement with 250cc saline mentor smooth round moderate plus profile, catalog # 3502250, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.